Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with a pacemaker that was failed to interrogate with inductive telemetry. No intervention was performed. Patient status was not reported.

Event description:
New information notes that the patient presented for a follow up in clinic. The patient was stable.